Event description:
It was reported via clinic notes received that the patient's vns indicated high impedance and the magnet was not working as it used to. The patient was noted as having a fall that resulted in his neck landing on a large stair step however it unknown if this caused the high impedance. The surgeon sent a text message to a company representative that the patient's ''vagus nerve is not working.'' This was clarified as the patient having ''a compromised vagus nerve which is likely causing the impedance.'' The surgeon then indicated that the patient's vocal cord was not functioning properly. X-rays were taken however the images will not be forwarded to the manufacturer for review. A report on the images notes the presence of the vns however no lead discontinuities were observed. The patient's vns was not disabled as recommended by the manufacturer. The physician was not sure what to attribute the dysfunctional left vocal cord to however it was noted that the patient is able to speak normally. The patient does not have a history of vocal cord issues. Surgery to replace the patient's lead and generator has occurred. Only the generator was returned and it is currently undergoing analysis. An implant card was received that indicated that the reason for lead replacement was a ''lead discontinuity'' and the impedance was normal following replacement.

Manufacturer narrative:
Device failure suspected.

Event description:
Analysis of the patient's generator has been completed. The generator performed to specifications and no anomalies were found. Attempts to the explant hospital for the return of the lead were unsuccessful as the operating room staff indicated that they were unable to locate it.

Event description:
Additional information was received indicating the "vagus nerve is not working" and the "vocal cord not working properly" is referring to left vocal cord paralysis. It was also indicated that the vocal cord paralysis was indicated to no longer be an issue and was not believed to be permanent. The site indicated that they believe the vocal cord issues were likely related to the vns surgery and they will continue to follow-up with the patient. (Last known diagnostics prior to replacement were taken on (B)(6) 2009).